Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a pin hole leak on an extension set during patient use. There was no report of patient harm.